Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the numbers scrolled on their own while the customer was programming a bolus. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that she had dropped the pump the morning of the call. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. The pump was received with minor scratches on the lcd window, and a cracked case at the display window corners.